Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a login issue. A technical support specialist confirmed the user's account was locked at the server due to failed password attempts. After re-installing the application on medstation and confirming successful login attempts, the same issue persisted. The account needs to be unlocked by turnkey. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a login issue. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, but another staff member was able to remove it for them and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.